Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump would not vibrate. The customer's mother reported that they received weak battery alarm and low battery. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that the insulin pump was in vibrate mode. The customer's mother was unable to troubleshoot at the time of call. The insulin pump will not be returned for analysis.